Event description:
On 03/28/2007, a report was received where it was claimed that the device developed a leak in the cuff. The information provided did not clarify if the "cuff leak" occurred during patient use or pretesting. Attempts are being made to collect further information related to this report.